Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutters were damaged and failed to produce a complete cut; however, the repair was not completed because the cutters were not repairable. The customer was notified that the cutters failed to meet acceptance criteria. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that device failed to perform graft. Malfunction occurred during surgery on (B)(6) 2021. There was no harm. Investigation found the cutter failed the cut test. There was no adverse event reported as a result of this malfunction.